Event description:
It was reported that lead was corroded two years before this report. Lead was patient's first implant. Lead was replaced. In addition, problem with patient programmer was reported. Patient programmer had blank screen when trying to power up. Patient was planning to try new batteries.

Event description:
It was reported that the ins was also replaced and the lead was "rusted".

Manufacturer narrative:
Product ID 3093-28, lot# v030449, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient.